Manufacturer narrative:
Tandems t:slim user guide states that insulin should be at room temperature before filling the cartridge. It also instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned. .

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of cold insulin. In addition, the customer was not following the proper air removal procedure prior to loading the cartridge. The customer's blood glucose level was 220 mg/dl. The customer reloaded the cartridge successfully and received an accurate fill estimate.